Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that whenever she replaced the battery and insert new energizer alkaline, the display stayed blank for 10 minutes. The customer stated that it happened 3 times now. The customer will be sent a replacement pump.